Manufacturer narrative:
Getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to reproduce the issue. The fse isolated the leak to the helium o-ring. The fse replaced the washer with a non inventoried o-ring. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a failure ¿helium tank last for 2 hours¿.